Event description:
The patient contacted animas on (B)(6) 2012, reporting that the keypad buttons had intermittent and delayed response; the patient reported that the ok, up, and down buttons were affected. The patient confirmed there was no peeling of the pump. The patient reportedly wore the pump on the outside of clothing and cleaned the pump with a damp cloth. This report is made based on the allegation of intermittent response of keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.